Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. New information: the device was returned to the technician for further testing. The device failed a test step for o2 low flow. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The device was scrapped. Additional information was added to box d: product UDI and box h.